Manufacturer narrative:
This MDR is being field based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition, with stains, worn rubber feet and other imperfections. The unit delivered rf energy correctly into the fixed resistors. The unit gave e3 errors during tp-005 testing. The c15 was replaced on the rf controller pcba and the unit no longer displayed e3 during the imbalance testing. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.

Event description:
It was reported the generator was not working, intermittent during a case. They switched to a finger control and were able to continue with the case. There were no patient consequences.